Event description:
The pt was experiencing poor pain control. At refill, the expected residual volume was 2.3ml and the actual was 13.0ml. A rotor study was performed that day that showed the pump to be non functioning. The pump was explanted replaced and returned to the MFR for analysis. The pt outcome was reported as good.